Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation, no lot number was provided. A visual inspection was performed and it was observed the inflation line is broken and separated into two pieces. The edges of the separation of the inflation line are uneven. A functional test was performed. The reported event was confirmed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure while the patient undergoing upper lobectomy right pulmonary. The intubation tube control balloon has become detached tubing wherein the ventilation was stopped due to damage in the cuff. They were warned by the desaturation alarm central monitoring. The patient was reintubated.